Event description:
Additional information: it was later reported that the pump was replaced. The event was stated due to premature battery depletion; accelerated eri (elective replacement indicator), dropped from 14months eri to 3 months over a 3 month period. The only symptoms noted were pump alarming as reported previously; patient was not in distress. No rotor or catheter dye studies were carried out. Patient recovered without sequelae; no health related issues. Drug delivered was lioresal 500mcg/ml at a daily dose of 149.79mcg.

Event description:
It was reported that the pump was implanted on (B)(6) 2006, and eri (elective replacement indicator) showed that it occurred - likely today based on when the non-critical alarm was heard. At the refill a few months ago, eri showed 14 months. The pt was not on a fast flow rate. The drug used in the pump at the time of the event was baclofen. Add'l info has been requested; a follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
The depleted battery voltage was caused by high current leakage in the c1 battery filter capacitor on the hybrid.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Per product analysis, it was noted that an eri due to early battery depletion occurred (B)(6) 2011. Battery logs confirmed battery voltages had steady decline and eventual dropped below minimum voltage (2.79) to trigger eri. Battery testing showed no anomalies, there was no evidence of shorting. Static current drain testing showed excessive current drain of 17 ua.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.